Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurement of 129 ohms. It was noted that the impedance measurement has been rising for over a year. The patient was brought into the office two weeks later where they were able to recreate the high out of range impedances. Boston scientific technical services (ts) was consulted and discussed options. At this time the clinic opted to increase the value of the remote home monitoring alert to 150 ohms and monitor the patient. No adverse patient effects were reported.